Event description:
A non-reactive advia centaur xp (B)(6) result was obtained on a pt sample. (B)(6) confirmatory testing was performed and the result was positive. The sample was sent to another hospital and tested on the advia centaur. The result was nonreactive. Pt treatment was not altered or prescribed. There was no report of adverse health consequences due to the non reactive advia centaur (B)(6) result.

Manufacturer narrative:
A siemens rep reviewed the account's history and no issues were found in the time frame of the discordant results. The cause for the nonreactive advia centaur (B)(6) results compared to the reactive result for the confirmatory method is unk. The instruction for use (IFU) limitation section states: "a negative test result does not exclude the possibility of exposure to or infection with (B)(6). (B)(6) antibodies may be undetectable in some stages of the infection and in some clinical conditions".

Manufacturer narrative:
Additional information: the customer sent the patient sample to siemens healthcare diagnostics for further testing. The patient sample was tested on the advia centaur hcv and the result was negative. The patient sample was also tested by the riba western blot testing at an independent reference lab and the result was indeterminate. Based on this result, the advia centaur hcv result is not confirmed as a false negative.